Manufacturer narrative:
A ge service representative preformed an on site investigation. The pcb board, ccd camera and software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that due to poor image quality on the 9800 system a case had to be rescheduled. No patient injury was reported.